Event description:
A pt underwent a two-level decompressive laminectomy for severe stenosis with application of adcon gel. Three days post-operatively, the pt presented with a cerebro-spinal fluid leak. The pt was successfully treated with a blood patch and/or intradural drainage.